Manufacturer narrative:
(B)(4). The device was returned for evaluation without the introducer sheath. The tack weld replacement crimp was found to be broken; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location. The device was returned with the pushwire and the implant coil still attached. The pushwire was found to be bent, and the implant coil was found to be stretched; however, the cause for the damages could not be determined. The cause for the "non-detachment" could not be determined as all parts of the pushwire that could affect the detachment were found to be within specification, and the implant coil was successfully detached using the manual method. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device has not been returned for evaluation; therefore, the event cause could not be determined. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported that two implant coils could not be detached with the instant detacher. Another coil was used to complete the procedure. Manual detachment (an alternative detachment method presented in the instructions for use) was not attempted. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2015-00028.